Event description:
Dealer called stating that the left side calf pad allegedly fell off causing consumers foot to fall to the floor. Consumer alleges a swollen ankle, but did not seek medical attention right away - dealer unsure if consumer ever did.